Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: twenty-seven events were reported for this quarter. Product return status: twenty-seven devices were received for evaluation. Evaluation status: twenty-four events were confirmed during testing. -ten devices were found to be affected by corrosion. -ten devices were found to be affected by a worn component. Three device evaluations are in progress. Product disposition: twenty-four devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 27 malfunction events in which the device reportedly overheated. Nineteen events had no patient involvement; no patient impact. Eight events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.   Supplemental rationale corrected data: 3 previously reported events are included in this follow-up record.   Evaluation status 3 reported events were not confirmed during testing; however: - 2 devices were found to be affected by corroded bearings. - 1 device was found to be affected by worn bearings. Additional information 3 devices were not labeled for single-use. 3 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 27 </noe> malfunction events in which the device reportedly overheated. 19 events had no patient involvement; no patient impact. 8 events had patient involvement; no patient impact.